Event description:
It was reported that during an unknown procedure, the device stapled, but did not cut. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.